Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (value not provided). Cause was unknown. Customer delivered a correction bolus in an attempt to address bg. Recommendation was made for customer to consult with the healthcare provider regarding bg level.